Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The reporter's phone number was not available. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure it was observed that the battery oscillator device stopped working during use. It was reported that the procedure was completed within a 30-minute delay. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.